Event description:
10/29 pilot line separated from balloon after trach was cleaned only three times. 11/18 pilot balloon and one-way valve separated from pilot line. This item had never been through the bivona cleaning procedure.